Event description:
The caller alleged an incident where the meter was unavailable for use due to an e-4 message on (B)(6) 2021, at an unknown time. The customer experienced symptoms of high blood glucose levels consisting of headache and sweating. The customer was incapable of providing self-treatment at the time of the error message. At 1:00am, the customer was able to get a successful reading of 400 mg/dl. The reporter stated that after the 400 mg/dl reading, she provided the customer with 34 units of long acting insulin (unable to recall the name). She called the va nurse because she was uncertain if she had administered the insulin correctly. The customer is scheduled to take 40 units of insulin, but out of fear and her non experience with administering medication she only provided him with 34 units. She retested the customer with the nurse on the phone, and the result was 300 mg/dl at 1:15am. The nurse advised to recheck later, because his levels were decreasing. The final reading was at 3:00am, and the result was 200 mg/dl. The reporter stated it is hard to determine how the customer is feeling based on his other health conditions. The customer always has headache which is a primary symptom of his trigeminal nerve condition. The reporter stated she is unable to determine when the customer felt better after receiving the insulin because he is always in pain due to other health conditions. On (B)(6) 2021, the customer was diagnosed with stage 4 cancer; type of cancer was not provided. The customer was not taken to the hospital, nor emts were called. The treatment was provided at home by a friend calling and reporting the information. The reporter is not alleging that the meter caused or contributed to the incident.